Manufacturer narrative:
Occupation is patient/consumer. The meter and test strips were requested for investigation. The reporter's meter and test strips were provided for investigation they were tested with a retention control. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.4 inr, qc 2: 5.3 inr, and qc 3: 5.3 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek vantus meter serial number (B)(4) compared to an unknown laboratory method. At 2:20 pm, the meter result was 2.6 inr. At 2:30 pm, the meter result was 3.7 inr. At 2:37 pm, the meter result was 2.7 inr. The patient was unsure if they used a new finger for this test. The patient's therapeutic range is 2.0-3.0 inr and they test every two weeks.